Manufacturer narrative:
A quote was provided to the customer but was not accepted. As such, no further service activities were performed by philips. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference:(B)(4)).

Event description:
It was reported to philips that hard disk defective disk1 reposirtory g drive.the clinical use of the system was unknown.there was no harm reported to philips.